Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Additional product code: hwc. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). DHR review for sterilization procedure: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 03. Feb. 2017 expiry date: 01.jan.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part 456.324 / h243003 was manufactured in (B)(4). DHR for part #: 456.324, lot#: h243003 (non-sterile) - inspection sheet for in-process/inspect dimensional/final meet specification. Component parts reviewed. Raw material received from supplier ati specialty material. Certificate of test received from ati meet specification. Raw material receiving/putaway checklist meet requirements. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), manufacturing date: 29-nov-2016, customer quality (cq) engineering investigation: visual inspection, device history record (DHR) review and drawing reviews were performed as part of this investigation. Visual inspection and functional test: during visual inspection, damage was observed inside the proximal hole meant for proximal locking of the nail using helical blade or screw. The distal end of the internal lock of the nail that engages with the head element for locking purpose was found to be broken. The fragment is missing and was not returned with the complaint. The nail does not show any other damage on the rest of the device body. The nail had some unknown residue trapped inside which is probably a bone or dried blood introduced during the surgery. Due to visible damage to the returned nail, this complaint is confirmed. The insertion procedure of the nail requires other concomitant aiming, insertion instruments and locking screws. These concomitant devices/implants were not returned for cq investigation with the complaint. Additionally, the unique surgical factors such as the patient's anatomy and soft tissue deflection cannot not be re-created during investigation. Due to these reasons, the replication of the complaint condition could not be made at the cq location. DHR review: review of the device history record(s) showed that there were no issues with the raw material and during the manufacturing of the product that would contribute to this complaint condition. Drawing review: no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a procedure to implant the titanium trochanteric fixation nail (tfn) on (B)(6) 2017, surgeon was not able to insert the blade into the nail. Surgeon exchanged the tfn nail for another nail and was then able to insert the same blade. Surgery was completed successfully with a delay of approximately 30 minutes and no harm to patient. Concomitant devices reported: blade (quantity 1), insertion instrument (quantity 1). This report is for one (1) 10 mm 125 degree cannulated tfn nail 235 mm. This is report 1 of 1 for (B)(4).